Manufacturer narrative:
(B)(4). Estimated date of occurrence, the exact date was not reported. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report reference number.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, (B)(4) sterile proglide devices with lot #50310k1 were returned for evaluation. (B)(4) of the (B)(4) sterile proglide devices were randomly selected. Visual inspection and functional testing were performed and the results were successful with no malfunction. There was no damage noted to the returned sterile devices.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, the knot is not tied, "everything is coming loose". A second proglide device was used with the same results. The method used to achieve hemostasis was not reported. There were no reported adverse patient sequelae. Although, the name of the physician was provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.